Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the needle was not attached to the suture. It was also noted that the needle was not returned for investigation. The most likely cause for the reported failure can be attributed to a manufacturing issue - captured under ncr 25585.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle separated from the suture. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device . It was not necessary to switch the surgical technique or do a second surgery.